Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during a lithotripsy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, a trapezoid basket was used in conjunction with an alliance handle in an attempt to crush a 1.2 cm stone. However, the thumb ring broke and the stone was trapped inside the basket. A non-bsc extractor balloon was used to make the stone drop out from the basket and the basket was removed from the patient. The procedure was completed at this time with the stone left in the patient. The physician suggested the patient to have another operation for the stone removal. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during a lithotripsy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, a trapezoid basket was used in conjunction with an alliance handle in an attempt to crush a 1.2 cm stone. However, the thumb ring broke and the stone was trapped inside the basket. A non-bsc extractor balloon was used to make the stone drop out from the basket and the basket was removed from the patient. The procedure was completed at this time with the stone left in the patient. The physician suggested the patient to have another operation for the stone removal. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). Visual examination found the returned trapezoid basket was cut. The wire-basket assembly, coil assembly and handle were returned separated. The thumb ring was not broken. The basket-wire assembly and coil assembly were kinked in several locations. The handle cannula was bent and was found to have been pulled out of the finger ring portion of the handle assembly. The most proximal end of handle cannula was cut. Only one dimple was visible on the handle cannula since the most proximal end of handle cannula was cut. A drag mark was present from dimple towards the proximal end as the cannula had been forcibly pulled out from the set screws. As per complaint information, the issue occurred during the procedure. It is most likely that during the procedure, the device could have been excessively manipulated, since the failures found (basket-wire assembly and coil assembly kinked, handle cannula was bent) are issues that could have been generated by the manipulation of the device, the interaction with the scope or the interacting with other devices. Additionally the handle cannula was pulled out of the finger ring portion, most likely because of the excessive force applied to the handle. Once the devices got stuck, excessive force to separate the devices can lead to pull out the handle cannula from the finger ring. Therefore, the conclusion code for the encountered damages will be documented as "cause traced to component failure" since expected or random component failure without any design or manufacturing issue. The conclusion code for the reported issue (thumb ring broken) will be documented as "no problem detected", since the device complaint or problem cannot be confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution.